Event description:
Port explanted 2/15/95. Pt had follow-up chest x-ray 3/14/95 which revealed catheter shear. Catheter tip overlying right atrium. Radiologist retrieved excess catheter 3/23/95. Pt doing well.